Event description:
Tablo dialysis cartridge starting leaking after the blood started going through the cartridge. It leaked down the front of the machine and onto the floor. We have had several of these leaks from the tablo dialysis cartridges lately. They are leaking from the hard plastic connector that connects the soft blood pump tubing to the rest of the circuit. The lot number on this cartridge was m23166l03s01. Expiration date is 12/31/24. We were unable to return the blood to the patient due to risk of contamination. Manufacturer response for set, tubing, blood, with and without anti-regurgitation valve, tablo(r) cartridge (per site reporter) outset medical has been notified in the past of this issue and they don't usually respond or they delay investigation. User facility has had multiple reports on this item in the last years with no resolve.